Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacturer's technical services (ts) confirmed the reported issue. Provided parts ID for the 2nd gen ui assy and 2.10 software. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance. The user interface (ui) assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the user interface (ui) assembly revealed no evidence of damage or contamination. The root cause for the reported issue is due to the burn out cold cathode fluorescent lamp (ccfl) backlight which caused the dim display. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.